Event description:
It was reported by the surgeon that a female was supplied with a right long gamma nail. After a fracture of the nail, revision was carried out 5 weeks later. According to the surgeon, there was full weight bearing. The patient received an inverse shoulder prothesis.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.